Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on (B)(6) 2018 and placed into service on (B)(6) 2019 with battery pack serial number (B)(6). On (B)(6) 2023 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2025 when a replacement battery was installed in to the AED. On (B)(6) 2026 battery pack serial number (B)(6) was reinstalled into the AED and resumed flashing and chirping to attempt to alert the user of the low battery condition. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that their AED will not power on, but it powered on with a spare battery pack. The customer did not report this occurring during patient use.